Manufacturer narrative:
The lead was in use for treatment. The lead remained actively implanted for approximately 19 years, 11 months. The lead was taken out of service and will not be returned for analysis. As a result, the allegations against the lead (noise) cannot be confirmed. Pacing lead noise is a known clinical event referenced in the medical literature. A review of document the laser welding inspection, indicates that all laser welded products will be inspected 100%, under a 30x microscope. It is indicated for inner coil to rotational pin weld inspection that all ends of filar coils are welded evenly all around the rotational pin, and no coil filar end should be raised. There are to be no residual weld particles present and the weld surface should be smooth and shiny. It is also indicated for inner tubing to connector pin assembly that the inner tubing is pushed all the way into the anode cavity of the connector pin assembly. Silicone adhesive will be present inside the anode cavity. There should not be any cuts, scratches, puncture holes or any other damage to the inner tubing. A review of procedure for permanent pacing lead final inspection for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on py2 leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Potentially known causes for this failure include myopotentials (an electric signal arising in skeletal muscle which may be sensed by a pacemaker and falsely interpreted as a depolarization), insulation breach, conductor coil fracture, loose set screw, or electromagnetic interference (emi) from an external source. Potential effect to the user/device may lead to inappropriate shocks or inhibition of pacing. The pr flexion instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. No further follow-up is required. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Right atrial (ra) lead-noise dr (B)(6). Bsc technical service (ts): yes, appears to be muscle noise which should not show up on a brady bipolar lead. Probably has an insulation breech. Would do testing on right ventricular (rv) as well to ensure integrity. Leads are old from 2003. Rep calling to report they just did a gen change, had <200 on ra lead. Dr decided to keep existing lead. Oversensing was intermittent, so they changed sensing and programmed it to fixed 1.0 mv. Device: l331/681410 case was @ wake med raleigh - old device will not be returned.